Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin. The customer's blood glucose was 456 mg/dl, which he treated with a bolus from the insulin pump. It was found that the blood glucose units were in mmol/l instead of mg/dl. The customer was assisted in setting this back to mg/dl. The customer stated that sometimes his glucose meter was not sending blood glucose to insulin pump. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No bubbles or gaps in insulin were found in the tubing, insulin exited the tubing during a manual prime, and no leaks were found. The customer did not have a tubing clamp with which to continue troubleshooting. He was advised to change the entire set, reservoir and insulin. Nothing further was reported.